Event description:
The customer reported that there was an "overvoltage error" message displayed. This error is likely to result in an immediate loss of system functionality. Fluoroscopic functionality was non-recoverable. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube high voltage connections were evaluated, re-lubricated, and reseated. The system was tested and found to be working as intended and returned to service.